Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decreased battery voltage and increased charge time (CT). The device had reached elective replacement indicator (eri). There were no reported adverse patient effects. Premature battery depletion was in question.